Event description:
It was reported, doctor could not pull out the wire from the patient's abdomen. After hard pulling, wire came out with a knot in the wire. Patient's abdomen was perforated. Procedure was esophagogastroduodenoscopy (egd) to place a peg tube. A second egd was performed around 1630 on (B)(6) 2024 to place four clips to close the opening/perforation in the stomach. The patient was moved from acute intensive care unit (aicu) to a step-down unit.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is not possible as no lot number was provided; therefore, UDI-pi is unavailable. All information reasonably known as of 08 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.